Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the suture was broken easily. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If other, please explain: unk. - it was reported that the event date is june 25, 2025, and the alert date is july 22, 2025. Could you please provide a justification for this variance in the timing of the report related to this file?: unk. - lot number?: unk. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). : (B)(6). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H.6. Component code: g07002 no device problem found. Additional information: d4, d9, g1, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H.3. Investigational summary: the product was returned to ethicon for evaluation. One labeled winding former with a suture, one paper lid and one detached needle. Upon initial inspection of the returned sample, the suture was removed from the suture and no issues related to breakage suture was observed. However, a short insertion was observed in the strand. The swage and attachment area were noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was found into it. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.